Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the first proglide was deployed, it "did not successfully catch and it felt like it bounced off of calcium". An attempt was made with a second proglide device; however, the same issue occurred. When closing the foot and attempting to remove the 2nd proglide, it became stuck and could not be removed. Attempts were made to open and close the foot in attempt to remove the device from the patient anatomy. The lever seemed as though it had closed completely. Eventually, the proglide device was able to be removed after gentle side to side rocking. The footplate was open despite the lever being closed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures. Manual arterial compression was applied for 20 minutes and hemostasis was still not achieved. Cut down surgery was performed by a vascular surgeon and it was found that the femoral artery was torn anteriorly, likely as a result of the difficulty removing the second device. Surgical patch repair was performed to treat the tear of the artery. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for surgical repair of the artery. No additional information was provided.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Two additional devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Two additional devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the first proglide was deployed, it "did not successfully catch and it felt like it bounced off of calcium". An attempt was made with a second proglide device; however, the same issue occurred. When closing the foot and attempting to remove the 2nd proglide, it became stuck and could not be removed. Attempts were made to open and close the foot in attempt to remove the device from the patient anatomy. The lever seemed as though it had closed completely. Eventually, the proglide device was able to be removed after gentle side to side rocking. The footplate was open despite the lever being closed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures. Manual arterial compression was applied for 20 minutes and hemostasis was still not achieved. Cut down surgery was performed by a vascular surgeon and it was found that the femoral artery was torn anteriorly, likely as a result of the difficulty removing the second device. Surgical patch repair was performed to treat the tear of the artery. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for surgical repair of the artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d1: correction of brand name from perclose proglide to perclose prostyle d4: correction of catalog no and UDI#.

Event description:
Subsequent to the initially filed reports, the following correction was made. The devices were prostyles not proglides. No additional information was provided.